Manufacturer narrative:
The customer reported that the vial adapter would not infuse, and returned one sample of material 2203e, lot 24095150. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water from a 10 ml bd syringe, and no issues were observed. The complaint of occlusion in the vial adapter could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this issue is being addressed under a funded project at the plant level, with three root causes being identified. The plant is working to address all three. Opportunities on fluorosilicon application method. Limitations of joint use between glass syringe and vial adapter. Opportunity in validated sterilization range.

Event description:
It is reported flow issues, occlusion. Verbatim: complaint for pressure irregularity that need additional testing. Customer reports no damage to vial adaptor or syringe and everything was reported to have been attached correctly. The customer reports when connected the plunger would not press down. When disconnected from vial adaptor the plunger worked fine.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.